Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. It was determined that the delaminated air in line detector was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air-in-line error. There was no reported patient involvement.